Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the atrial connector and upper/lower cases are broken. Analysis also found the battery release, lead flex cover, and battery drawer are contaminated. Two side bail covers, ring cover, one case screw, two side bails, and ring are missing. Battery contacts are compressed. (B)(4).

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. (B)(4).

Event description:
It was reported the atrial and connector and case needed to be repaired due to a fall. Physical damage was also reported. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.